Event description:
Dr (B)(6) from chicago shrine reported an issue involving a 12-year-old female patient implanted with a 6.0 uni pedicle screw (part no. 00-1300-0645) from the response 5.5/6.0 spine system. During a 12-month follow-up, two screws were found broken at the bottom of the construct. The event resulted in a revision procedure. The affected device was removed on (B)(6) 2025. No patient injury or death was reported.